Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced complaints of stress type urinary incontinence, vaginal and pelvic pain. A removal of the suburethral sling, excision of vaginal mesh and a cystoscopy were performed.